Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced bilateral ptosis, left sided capsular contracture, and left sided rupture post procedure. The rupture was discovered during the replacement procedure, whereas, the capsular contracture and ptosis were the diagnosed reasons for replacement preoperatively. Bilateral prosthesis replacement with natrelle 445cc extra full profile implants was performed on (B)(6) 2020. This report relates to the left prosthesis. See 1645337-2020-02589 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 20, 2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced a rupture of the breast implant and developed capsular contracture. A manufacturing record evaluation (mre) was performed for the finished device number 6416345, and no non-conformances related to the reported complaint were identified. During visual inspection of the device, a crease on the posterior view was observed. Additionally, a tear within the crease measuring approximately 0.3 cm was observed. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).